Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately couple months ago from date manufacturer was made aware.

Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) more often and having discomfort around the ipg site. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was kept at the facility and will not be return.